Manufacturer narrative:
The photo analysis was completed on 16-nov-2022. In addition, the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 23-nov-2022. The device evaluation was completed on 07-dec-2022. It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath became separated from the rest of the sheath. The hemostatic valve was the section that broke/separated. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. The bwi representative replaced the sheath and the case continued without patient consequence. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for batch number 50000183, and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. It was reported that the valve of the vizigo¿ sheath became separated from the rest of the sheath. The hemostatic valve was the section that broke/separated. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. The bwi representative replaced the sheath and the case continued without patient consequence. The hemostatic valve separation issue is MDR reportable.